Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the catalys is not an implantable device. Section d6b: if explanted, give date: not applicable, as the catalys is not an implantable device. Section h3-other (81): the catalys was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a patient with a dense cataract. Physician noticed an air bubble pattern with patient's cataract. That is where the patient had a tear in her posterior capsule. Axial and sagittal views on print out looked fine, but the physician was wondering if an air bubble didn't develop and rupture through the posterior capsule. There were 20+ femto cases before this case with no other reported issues. The catalys was also used today and no issues reported so far. Physician was able remove all of the lens and implanted a 3-piece intraocular lens iol in the sulcus with good optic. Patient had no previous eye surgeries, eye/head was still during laser treatment, and the physician made no adjustments to safety zones.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Device evaluation: remote support was performed. Axial and sagittal views on print outs look fine. There were 20+ femto cases before this one with no other reported issues. The catalys was used at a later date and no issues reported. No complications or issues related to the catalys system were found. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Correction: upon further review on (B)(6) 2024, it was noted that section h4 device manufacture date was submitted as (B)(6) 2016 on the initial MDR, but should be (B)(6) 2016. Also, health effect, clinical code, was submitted as 4581 on the initial MDR, but should be 4580. Therefore, they are captured in this supplemental report. The following field has been updated accordingly: section h4: device manufacture date, jan 26, 2016 section h6: health effect, clinical code, 4580 - air bubble pattern with patient's cataract. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.